Manufacturer narrative:
H6 health effect impact should have been 4641 - unexpected medical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with high pacing impedance on their right atrial (ra) lead. The lead was deactivated for an unspecified reason at an unknown date. The patient condition was unknown.